Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) about 2 hours after inserting the iab catheter, the "iab circuit leak (gas loss)" alarm occurred repeatedly. There is a possibility that there is a problem with the instrument iabp. Related balloon complaint (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) leak in iab circuit alarm. After inserting the iab catheter, the "iab circuit leak (gas loss)" alarm occurred repeatedly. A getinge field service engineer (fse) was dispatched to investigate the issue. The connector at the iab fill port on the safety disk seemed to be loose, so the connector was replaced as a precaution.